Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5074780) that a female patient of unknown age who underwent breast prostheses implantation with unspecified mentor saline implants for unknown indication on unknown date, began feeling ill within one year of implantation. The patient reported that she was diagnosed with fibromyalgia, uterine cancer, ovarian cancer, chronic fatigue, food allergies, joint paint etc, none of which she had prior to implantation. No date of explantation was provided thus far. The devices remain implanted. No product issue, such as deflation, has been reported. The root cause of the patient's symptoms are unclear. No additional case details were provided. No patient name or contact information is available at this time, therefore no follow up can be completed. This medwatch form is for the left breast prosthesis.